Event description:
After the third cycle of a four cycle procedure, the patient reported, he was feeling "zingers" (tooth sensitivity), but wanted to complete the last (4th) cycle. After the 4th cycle, he continued to have sensitivity issues. Dr (B)(6) prescribed vicodin to the patient. Only treatment date was on (B)(6) 2011.